Manufacturer narrative:
Utmd is reporting this event because the hospital staff stated that a segment of the tubing broke off the catheter and a surgical procedure was required to remove the tubing segment from the patient.

Event description:
Umbilical vein catheter was placed on (B)(6) 2019 and removed (B)(6) 2019. On (B)(6) 2016 an umbilical vein catheter segment was identified to be retained in the patient. Removed surgically on (B)(6) 2019.